Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. It was found during investigation and upon reviewing the complaint and the drawings, the pump kit (283906100) is part of the 283913000 (manufacturer report number 1526439-2020-01361) confidence kit, no needles and the original impacted product was correct. The injector body and mixer handle are also part of the 283913000 kit. This device is already captured on the manufacturer report number 1526439-2020-01361). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was found during investigation and upon reviewing the complaint and the drawings, the pump kit (283906100) is part of the 283913000 (manufacturer report number 1526439-2020-01361) confidence kit, no needles and the original impacted product was correct. The injector body and mixer handle are also part of the 283913000 kit. This device is already captured on the manufacturer report number 1526439-2020-01361).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the item was opened but not implanted. Cement cured very rapidly during preparation, whilst still in the mixer, and consistency wasn¿t normal from the start. Another box of confidence cement was used. The procedure was completed successfully with five (5) minutes delay. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) box of confidence kit, no needles. This is report 1 of 1 for (B)(4).